Event description:
It was reported that the pump's insulin cartridge was leaking; there was insulin in the cartridge compartment. The patient noted he had obtained a blood glucose reading of 332 mg/dl; upon changing the infusion set discovered the cannula was bent. The patient did not experience any symptoms of high or low blood glucose levels and did not seek any medical attention. The patient noted there was no damage seen to the cartridge compartment. The issue was not resolved.

Manufacturer narrative:
The cartridge has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. (B)(4).

Manufacturer narrative:
(B)(4): there were was no damage found on the cartridge, luer lock connection or o-rings during a visual inspection. A fill test was performed and no air bubbles were formed inside the cartridge. A leak test was also performed and no leaks were observed from the luer connection, o-rings, or in the cartridge.